Event description:
A review of service data detected a reportable event. During servicing, battery pack sn (B)(4) was showing battery faults. The last pt to use this battery pack did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. Upon investigation, the pack was showing battery faults. The faults were caused by a broken internal white wire at the battery cell. The root cause for the broken wire could not be positively identified, but the damage likely resulted from the battery pack impacting a hard surface. No adverse event resulted from the defective battery pack. The last pt to use this battery pack did not report any deficiencies.